Event description:
I have worn contacts for 38 years, 12-16 hours per day with no problems. I am an experienced contact lens wearer and take good care of my contacts and eyes. For approximately the past 5 years, I've worn air optix for astigmatism by ciba vision (now manufactured by alcon). I have had virtually no problems with the air optix lenses until (B)(6) 2017. I replaced my monthly lenses as usual and almost immediately began having problems with irritation, discharge, grittiness, blurred vision and sensitivity to light. I went to my eye doctor and was told I did not have an eye infection, although my eyes did appear irritated. I had not changed any of my contact solutions or had changes to any other medications. I examined the boxes of contact lenses and noticed the air optix lenses were manufactured in (B)(4). The previous boxes of air optix for astigmatism were manufactured in (B)(4). I then found a pair of air optix for astigmatism contacts I had placed in my purse as an emergency back-up. Those lenses were manufactured in (B)(4). I put those contacts in my eyes and they were comfortable as they had been in the past. I wore the entire month with no problems whatsoever, and the prior eye irritations disappeared. Then the month was up and I put in a pair of air optix lenses, made in (B)(4), and the problems immediately resurfaced. The contact lenses are almost unbearable to wear. I searched the internet to see if there have been any recalls or reports of problems. I have found several reviews/forums with many people experiencing the same issues I have experienced. No prior problems until they received air optix contact lenses manufactured in (B)(4). I believe there is a problem with the air optix for astigmatism contact lenses, either in the manufacturing process or the materials used. Also, this is a product not covered by my medical insurance. Strength: power. Quantity: 6 per box. Frequency: monthly. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: yes. Why was the person using the product: nearsightedness/ astigmatism.